Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale was missing from the bd insulin syringe with the bd ultra-fine¿ needle.

Event description:
It was reported that the scale was missing from the bd insulin syringe with the bd ultra-fine¿ needle.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 31g, 8mm, 0.5ml insulin syringe; the single syringe was returned in an open polybag (used). Customer states that item 328468 with lot 8204648 exp 2023-07-31 found without marking. The returned syringe was examined and was found without scale markings, thus confirming the alleged defect. A review of the device history record was completed for batch# 8204648. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for printer/missing scale lines. There was one (1) notification (B)(4) noted for missing print based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Visual inspection found no scales markings on the syringe. Ink splatter was visible on the barrel flange. There was impact damage to the barrel 0.5 inches from the flange and on the flange opposite from the ink splatter. Near the barrel flange two grooves on opposing sides could be seen through the microscope. The grooves indicate that the barrel went through a chain style oven during printing. There is only one printer with this style oven on the 1/2ml production line, apex printer "cy." The DHR review indicated that this printer was used in the creation of this batch and had quality notification (B)(4) for missing print. Probable root cause is due to a failure to reject a barrel after the printer was stopped on apex printer "cy." If the printer is stopped then restarted an error can occur on the part reject kick off mechanism for the chain style oven, allowing a misprinted barrel to pass without rejection.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8204648. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200769985, 200769029] noted that did not pertain to the complaint. There was one (1) notification [200770306] noted for printer/missing scale lines. There was one (1) notification [200770003] noted for missing print. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the scale was missing from the bd insulin syringe with the bd ultra-fine¿ needle.